Event description:
Per importer's MDR: MDR decision date: (B)(6) 2012. (B)(6) 2012-(B)(6) -no serious injury alleged. Malfunction alleged. Dealer states frame cracked at the crossbars right in the middle where the crossbars joint together. The back crossbrace is also bent. MDR filed.